Event description:
An ipp device was implanted on 3/1/96. The cylinders and pump were revised on 10/11/96. The cylinders and pump were removed from the pt and replaced on 6/2/97 due to buckling-cylinders too long.